Manufacturer narrative:
No sample was returned, therefore unable to confirm this complaint. In a review, the investigation performed showed that this was a production error. In a review of the associated risk, since high speed cutter producing bubbles due to production error, it is likely to harm the patient, and it is concluded as reportable. There is no information that reasonably suggests a patient was harmed due to this incident. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received: displays air bubbles. There is no further information available.